Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the cassette after ending their pd treatment. The patient reported receiving a make sure the hb is on the ht message during fill 1 of 6 of treatment and the treatment was cancelled. The fluid leak occurred after they cancelled treatment due to an air detected in cassette message. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the fluid leak occurred during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The pdrn stated that the patient received a make sure the hb is on the ht message during a fill 1 of 6 of treatment and upon checking the cassette door, fluid was leaking out of the door. The pdrn was not sure what the cause of the leak was. No other fluid leaks were found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, the patient was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the pump. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, catch post hipot test, voltage verification test and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover and fluid found within filter hp3. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the cassette after ending their pd treatment. The patient reported receiving a make sure the hb is on the ht message during fill 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the fluid leak occurred during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The pdrn stated that the patient received a make sure the hb is on the ht message during a fill 1 of 6 of treatment and upon checking the cassette door, fluid was leaking out of the door. The pdrn was not sure what the cause of the leak was. No other fluid leaks were found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, the patient was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the cassette after ending their pd treatment. The patient reported receiving a make sure the hb is on the ht message during fill 1 of 6 of treatment and the treatment was cancelled. The fluid leak occurred after they cancelled treatment due to an air detected in cassette message. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the fluid leak occurred during an unknown phase of the patient¿s peritoneal dialysis treatment while the patient was connected. The pdrn stated that the patient received a make sure the hb is on the ht message during a fill 1 of 6 of treatment and upon checking the cassette door, fluid was leaking out of the door. The pdrn was not sure what the cause of the leak was. No other fluid leaks were found. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, the patient was able to complete peritoneal dialysis treatment manually on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.